Event description:
It was reported that this cardiac resynchronization therapy defibrillator delivered multiple shock in seven episodes, the therapy was exhausted in five of them. Furthermore, five of the episodes delivered inappropriately anti-tachycardia pacing (atp). It was determined that this was due to programing settings. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.